Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she was giving herself a bolus and the numbers started ramping up. Customer also received a button error alarm. Customer's blood glucose reading at the time of the call was 112 mg/dl. No further information reported.

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. However, the act button did not respond due to corroded keypad trace. No scrolling numbers display anomaly noted. The insulin pump was received with cracked display window, cracked display window corners, and cracked reservoir tube lip.